Manufacturer narrative:
Medical record review: vena cava filter was placed with the filter top at l1/2 secondary to cervical spine fracture with paralysis. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 12/2011), manufacturing date: (12/2008). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma a situation/motor vehicle accident. At some time post filter deployment, it was alleged that filter struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years eight months of post deployment, computerized tomography-abdomen/pelvis without contrast was performed which showed that filter was present below the renal veins. There was no migration and fracture. The filter was tilted to the left with its cone lying next to the inferior vena cava wall. The legs of the filter penetrate the inferior vena cava wall into the pericaval/mesenteric fat. Around, seven months and three weeks later, computerized tomography-abdomen/pelvis without contrast showed infrarenal inferior vena cava filter remains in similar position. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc), and filter tilt. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, b7, d4 (expiry date: 12/2011), g3. H11: g1, h6 (device, method, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The status of the patient is unknown.